Event description:
It was reported that multiple cartridge alarms occurred during insulin delivery with multiple cartridges. Customer¿s blood glucose level was 152 mg/dl. The customer reverted to an alternate method of insulin therapy.